Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender was returned for product evaluation. The returned sample included the sample packaging, sheath, and dilator. The sample was decontaminated per terumo procedures and policies. The sample was subjected to visual analysis. Two kinks were observed on the shaft of the sheath located 2.1cm and 4.6cm from the sheath hub. The sample was subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The air pressure was increased to 4.3 psi. The 3-way stopcock (3wsc) on the sheath hub was open to confirm airflow and closed. The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed forming around the sheath hub . A dilator was then inserted into the sheath per the device IFU. This assembly was submerged in water, and air bubbles were observed from the valve. The sample failed to pass leak testing when the dilator was inserted. The sheath hub was cut, and the valve was visually inspected. A tear was found on the valve. The complaint can be confirmed for fluid issues. The exact root cause cannot be determined. The likely root cause is the tear on the valve. The tear on the valve likely occurred from off-center insertion of the dilator. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier: requested, not provided age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device not implanted. Explanted date: device not explanted. Occupation: cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code (B)(4) has been referenced.

Event description:
The user facility reported that during a radial heart cath, the 6fr glidesheath slender was leaking around the hub. It appeared that the valve was not functioning properly, so blood was leaking out of the sheath. They pulled another sheath and completed the case successfully with no harm to the patient. The patient condition was good. There was no patient injury, medical/surgical intervention required. Additional information was received on 14september 2021: blood loss was less than 250cc's. Patient was and is in stable condition. No additional devices were used with the gss at the time of leakage